Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 04/28/2009 that a customer had an issue with a dialysis catheter. Customer states that the catheter fell out of the patient and had to be replaced.